Event description:
Paramedics used the device to perform routine monitoring of a person that had fallen from a roof and was complaining of shoulder pain. The device allegedly displayed a flat ECG trace and a leads off message until the right leg electrode was disconnected after which proper ECG signal was displayed. The rptr indicated there were no adverse affects to pt care related to the reported malfunction.